Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a drawer failure. The field service engineer found that there was a medication jam, free the medication jam adjusted the medications to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that pyxis anesthesia system had a drawer failure. The customer stated that mini drawer 1.7 has a clicking sound while trying to open but does not open. There were no adverse events or injuries reported based on this event.